Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was identified as being faulty. No further repair information is available at this time.

Event description:
The customer reported that the image intensifier was not working and the system would not display an image. There is no report of pt injury associated with this event.